Event description:
It was reported that during a replacement of bilateral implantable neurostimulators (ins) impedances were measured and during the surgery there was no particular problem detected. It was noted that the impedance was measure upon the patient¿s visit approximately one month later and an abnormal impedance value of greater than 40,000 ohms was observed on electrode 3 of the right ins. It was noted that the system was programmed to not use electrode 3. It was noted that upon a patient visit on (B)(6) 2013\, the measured impedance of electrode 3 had recovered to normal while an abnormal value of over 40,000 ohms was measured on electrode 0. It was noted that upon the patient¿s visit on (B)(6) 2013, both the number 0 and number 3 electrode were abnormal. It was noted that upon a patient visit on (B)(6) 2013, the measured impedance values were still abnormal, so an urgent ins replacement was performed. It was noted that the impedance value after replacement had been within the normal range. It was noted that there was no health hazard to the patient.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report; a supplemental report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # nla711587h) found no anomaly.

Manufacturer narrative:
No eval explain code . If information is provided in the future, a supplemental report will be issued.